Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin irritation underneath the lifevest garment. The patient sought treatment at a medical facility and was given a benadryl injection and hydrocortisone cream. The patient reported that the irritation resolved following treatment. The patient ended use based on the doctor's recommendations.